Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed within microcatheter and noted to be deformed. The stent delivery wire sdw was not returned. The stent introducer sheath was not returned. The microcatheter was intact. During functional testing, the stent was deployed into the microcatheter strain relief. The mandrel was advanced proximally, and the stent was pushed out. A functional inspection for stent difficult/unable to advance or pullback through catheter could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during visual inspection of the returned device. The reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during one aneurysm stent assisted coil embolization case, the operator prepared to use atlas stent to implant. Checked the atlas properly and then flushed and delivered the stent to go into microcatheter. During delivery big resistance was encountered and after the stent delivered for a while it could not be moved any more. The operator withdrew the stent and the microcatheter and used new microcatheter and stent to finish the procedure'. A product condition update was provided which states 'when the operator withdrew the stent out, he retracted the delivery wire, and the stent was left inside the microcatheter (proximal section)'. The stent was returned for analysis deployed inside the proximal section of an microcatheter. Once it had been removed (by pushing a patency mandrel through the microcatheter from the distal end) the stent was noted to be slightly deformed. The introducer sheath and the stent delivery wire (sdw) were not returned for analysis on this occasion. The event description notes big resistance during delivery and when asked if the introducer sheath was properly positioned inside the rhv hub prior to transfer, ensuring that there was no gap between the distal end of the sheath and the proximal end of the microcatheter, the answer was 'maybe'. Given the event description and the condition of the returned stent, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. When removing the stent and the sdw, the sdw will pull the stent back as far as the proximal section of the microcatheter lumen but will slip out of the stent at the proximal opening as the lumen exits into the moulded hub section. This is because the stent will naturally open (deploy) as it reaches this section of the microcatheter when being retracted. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and as analyzed 'stent deployed prematurely during use' and 'stent deformed', as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during aneurysm stent assisted coil embolization case, during delivery of subject stent into microcatheter, big resistance was encountered and after the stent delivered for a while it could not be moved any more. When the operator withdrew the subject stent out, he retracted the delivery wire, and the subject stent was left inside the proximal section of microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during aneurysm stent assisted coil embolization case, during delivery of subject stent into microcatheter, big resistance was encountered and after the stent delivered for a while it could not be moved any more. When the operator withdrew the subject stent out, he retracted the delivery wire, and the subject stent was left inside the proximal section of microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.